Manufacturer narrative:
H3 - one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. A search for related complaints from lot number 60276236 from the last 12 months was conducted. Eight (8) related complaints were found. Per DHR summary page, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of reported lot 60276236. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, not provided. Reporter email is unknown as it was not provided. Device evaluated by MFR: the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Suction loss after laser firing was reported. A brief description from the surgery center indicated that during the laser vision correction surgery on (B)(6) 2021, suction was lost during the laser firing portion of the procedure. The procedure was completed successfully and there was no patient injury or surgical intervention required.